Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that the high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device is behaving in a manner consistent with a premature battery depletion (pbd). In (B)(6) 2018, the battery longevity showed seven years, five months remaining. In (B)(6) 2019, the battery longevity showed four years, five months remaining. In (B)(6) 2019, the battery longevity showed two years, five months remaining. The physician is monitoring the device. No adverse patient effects were reported. Additional information was received that a revision procedure was completed. A new device was implanted. No adverse patient effects were reported.

Event description:
It was reported that this device is behaving in a manner consistent with a premature battery depletion (pbd). In (B)(6) 2018, the battery longevity showed seven years, five months remaining. In (B)(6) 2019, the battery longevity showed four years, five months remaining. In (B)(6) 2019, the battery longevity showed two years, five months remaining. The physician is monitoring the device. No adverse patient effects were reported. At this time, the product remains implanted and in service, and has not been returned. If the product is returned, analysis will be performed and this report would be updated.